Event description:
The customer reported the device would not power up. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the device would not power up. There was no reported patient involvement. The philips repair bench evaluated the device and found the ac power module was defective. The ac power module was replaced to resolve the issue. The device passed all performance assurance testing and was returned to the customer. We will consider this a malfunction of the ac power module